Event description:
It was reported that during an open low anterior resection, the device could not cut though the staples were formed at the 1st firing. The jaws could not be closed at the 2nd firing. The device could be fired at the 3rd firing. The device was not fired over an existing staple line or clip. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device b and device c: batch# j5gu92, expiration date: 7/5/2017, manufacturing date: 6/5/2012. Results: cartridge. Conclusion: damaged cartridge. Three devices were returned: device (a) was received in good visual conditions and with a cartridge reload present. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Device (b) was received in good visual condition and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. There was resistance felt while trying to close the device or forward the pin manually. The device was tested for functionality with a test reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. The reload was disassembled to verify the condition of the internal components, and the cartridge cap was noted to be damaged. It is possible that a higher interaction between the retainer pin coupler and the cartridge cap is resulting in the increase of force needed to move the pin distally and ultimately higher forces are required to close the device. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Device (c) was received in good visual condition and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. There was resistance felt while trying to close the device or forward the pin manually. However the device did fire as intended. The reload was disassembled to verify the condition of the internal components, and the cartridge cap was noted to be damaged. It is possible that a higher interaction between the retainer pin coupler and the cartridge cap is resulting in the increase of force needed to move the pin distally and ultimately higher forces are required to close the device.